Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for ventricular fibrillation that was thought to be supra ventricular tachycardia. Undersensing was noted on the right atrial (ra) lead. Reprogramming was performed. The lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.